Event description:
Ous MDR - after an implantation period of about 96 months, oversensing was reported and lead failure was suspected. All electrical parameters were in range. As the ef has been increasing for the past years since the first ICD had been implanted (58 % last echo) and as the patient did not have any cardiomyopathy nor ischemic heart disease, the physician decided to turn off the device. The lead is still implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.